Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customers blood glucose (bg) level ranged from 113 to 140 mg/dl the occlusions were resolved by changing the infusion set.